Event description:
The event is reported as: the customer alleges that in trying to establish a breath strength baseline using the peak pocket flow meter it was realized that the blue indicator on the unit was loose and moved without any patient breath. The unit was changed out for another one. No patient injury report.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.